Event description:
International affiliate reports surgeon assembled codman valve to an already implanted shunt from a different manufacturer. Following the procedure the patient experienced effusion. The surgeon was unable to change the intracranial pressure and the valve was explanted.